Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch unidirectional sf catheter and suffered an electrocardiogram st segment elevation requiring surgical intervention. At the end of the procedure, a slight st elevation (leads unspecified) was confirmed via 12-lead echocardiograme. Cardiac catheterization was performed. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition and possibly related to the effects of conductive heating.